Event description:
Medics were treating a male pt (age unk) who was experiencing a cardiac arrest. The medics defibrillated the pt three times (joule setting unk). On the fourth defibrillation attempt, the unit's montior screed displayed a "low battery" message and the unit did not charge. The medics changed the unit's battery and defibrillated the pt three more times. On the fourth attempt, the unit's monitor screen went blank. The medics checked the cables and wires and they appeared to be properly connected. They inserted the original battery and the unit did not power up but there was a "paddle fault" message on the unit's screen. The pt was disconnected from the unit and conntected to the facility's unit (MFR unk). The code was continued and there was no adverse effect on the pt. After the pt was disconnected from the unit, the medics turned the unit to monitor mode. The unit's monitor screen functioned properly when either of the two batteries were inserted. An outside biomedical engineering firm evaluated the unit and found it to be functioning properly.